Manufacturer narrative:
Code in block h3. The device will be returned for further evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported that their acuity central station system ed2 was locked up. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events.